Event description:
There was no external blood leak related to this event. There was no injury to the patient and no medical intervention was required. The involved luer lock was the luer lock on the venous line.

Manufacturer narrative:
N/a.

Event description:
A patient in (B)(6) was undergoing therapy with a prismaflex m100 set. A broken male luer lock was reportedly observed on the venous line during treatment.